Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: tfna helical balde (part#: 04.038.395s, lot#: 12l1987, quantity: unknown); unknown locking screw (part#: unknown, lot#: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the locking screw (product code: 04.005.530, lot number: unknown) was returned and received at us cq. Upon visual inspection, it was observed that the threads were stripped. No other issues were identified with the returned device. The complaint condition of stripped was confirmed for the locking screw (product code: 04.005.530, lot number: unknown). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. This report is for an unknown screws: locking / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery due to a broken proximal femoral nailing system (tfna) long nail. The nail broke at bump cut and slot for the helical blade. There was a difficulty in removing the distal fragment of the nail until the canal had been opened wide enough to use the coupling screw to thread into distal fragment to remove it. The patient had to have a hemi hip arthroplasty following the removal of the broken nail. Concomitant device reported: tfna helical balde (part number: 04.038.395s, lot 12l1987, quantity unknown), coupling screw (part number unknown, lot unknown, quantity unknown), 11mm/130 deg ti cann tfna 340mm/left ¿ sterile (part number 04.037.155s, lot h818862, quantity 1). This report involves unknown screws: locking. This is report 2 of 2 for (B)(4).